Event description:
Bair hugger (B) (4) was on high temperature but was blowing cold air across the patient. The patient was cooled during surgery, had decreased circulation and decreased temperature. The case was an extensive throat and mouth surgery, the anesthesiologist was not able to get the patients forehead temperature w/out contaminating the field. The pulse ox was unable to pick up the o2 level at 155. Staff felt patient's hands and discovered then that the patient was cold.